Manufacturer narrative:
A livanova field service engineer was dispatched the customer site. The issue was clarified to be errors ee6 on the cardioplegia side and ee21 on the patient side. The motors on the cardioplegia side were replaced and this fixed the error. During the repair, it was discovered that another pump and the distribution board were defective. The pump of patient circuit 2 and the distribution board were replaced. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: based on all the gathered information and taking into account that no previous replacement of above mentioned components has been performed, it is reasonable to assume that the most likely root cause of the reported event is wear/aging of the parts with the contribution of the environmental condition in which the component was working, as high temperatures, humidity, and condensation.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), germany. According to livanova field service representative in charge, patient circuit 2 pump and distribution boards need to be replaced in order to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two error messages (error code 06 and 21) on patient side associated to stirring mechanism and patient pump circuit 2 that use too much power respectively. The issue occurred during priming. There was no patient involvement.